Event description:
As reported by the field, during a mechanical thrombectomy of the middle cerebral artery (m1 segment), an embotrap ii 5x33 revascularization device (et007533, 22c234av) couldn't be moved through a headway 21 microcatheter, microvention, straight tip. There was no patient injury reported. It was not necessary to remove or replace the microcatheter. Another embotrap ii device was able to use successfully with the same microcatheter (mc). There was no damage during manipulation of the device or noticed to be damaged upon removal from the patient. There was no damage noted to the mc. Nothing specific was noted to be obstructing the microcatheter. Based on the analysis of the device received, the outer cage was found kinked, and the inner channel was kinked.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The outer cage was found kinked, and the inner channel was kinked. The findings meet regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of the middle cerebral artery (m1 segment), an embotrap ii 5x33 revascularization device (et007533, 22c234av) couldn't be moved through a headway 21 microcatheter, microvention, straight tip. There was no patient injury reported. It was not necessary to remove or replace the microcatheter. Another embotrap ii device was able to use successfully with the same microcatheter (mc). There was no damage during manipulation of the device or noticed to be damaged upon removal from the patient. There was no damaged noted to the mc. Nothing specific was noted to be obstructing the microcatheter. The initial examination of the returned embotrap device identified deformation and kinking present on the proximal and distal sections of the inner channel and outer cage of the embotrap device. No further damage was observed on any other locations of the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts on the proximal and distal sections of the outer cage and inner channel are consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and deliver assessments were performed using the returned embotrap device and a sample headway21 microcatheter. The returned embotrap device failed to deliver into the lumen of the sample headway21 microcatheter, confirming the complaint event. During the complaint event recreation, it was noted that attempting to advance the device against resistance resulted in kinking of the distal struts of the device. A sample undamaged embotrap device was successfully delivered through the sample headway21 microcatheter, confirming that an undamaged embotrap device can be successfully delivered into a headway21 microcatheter. Device insertion and delivery assessments were also performed with sample embotrap device and sample headway21 microcatheters. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through a headway21 microcatheter hub. Device damage consistent with that observed on the returned device (i.e. Damage to the proximal and distal struts) was recreated by advancing the device against significant resistance while loading into the microcatheter hub with poor seating of the insertion tool. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assemblies and top assembly), all rejects were accounted for during the DHR review. The returned embotrap device exhibits characteristics which are consistent with advancement of the device against resistance. Visual inspection of the device showed evidence of kinking of the proximal and distal sections of the device. Visual inspection of the microcatheter used during the complaint event could not be carried out as this was not returned for investigation. Based on the investigation carried out with the returned embotrap devices, sample headway21 microcatheters and sample embotrap devices, it is determined that a probable root cause of the complaint event was failure to deliver the embotrap due to poor seating of the insertion tool during the initial delivery attempt. As demonstrated, poor seating of the insertion tool can lead to failure of the device to deliver in the microcatheter hub. Delivery of the device meets resistance and kinking of the proximal and distal struts of the device can occur if attempts to deliver are continued. Permanent deformation in the form of kinking of the proximal and distal struts was observed on the returned device when visually inspected, and also were observed to be contributing to failure of the returned device to deliver in a sample headway 21 microcatheter. Two possible causes of the insertion tool not being seated fully are: ¿ the insertion tool was not fully seated initially (i.e. Not seated as close to the microcatheter lumen as possible (1-2mm)) ¿ the insertion tool was not secured in place using the rhv, allowing movement of the insertion tool during delivery of the embotrap device. The complaint event was confirmed using the returned embotrap device and a sample headway 21 microcatheter. An undamaged sample embotrap was successfully delivered through the same sample headway 21 microcatheter, indicating that the damage present on the returned embotrap device is the cause of the returned device failing to deliver in a microcatheter. It was not reported how many attempts were made to deliver the returned embotrap device into the microcatheter (i.e. Was the insertion tool and device removed and re-inserted multiple times), but it is possible that if the insertion tool was not fully seated during the first attempt, this could have led to the damage observed on the returned device. In its damaged state the device fails to deliver regardless of seating distance of the insertion tool. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.